Event description:
It was reported that an asymptomatic patient presented in the emergency room after receiving the patient notifier. Device was post-paced t-wave oversensing, which was noted on a stored egm. Programming changes were made and resolved the oversensing issue.

Event description:
New information received notes that an incident of post-paced t-wave oversensing on the ventricular channel was observed again via merlin.net. The patient is asymptomatic. Reprogramming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.